Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection and blood work revealed the organism was staphylococcus epidermis. Additionally, the device site was painful, swollen, warm to the touch, and the skin was dark and itchy. The implantable cardioverter defibrillator (ICD) system was removed. The patient is a participant in the (B)(6) trial clinical study. No further patient complications have been reported as a result of this event.